Event description:
Angiography of the common femoral artery demonstrating puncture below inguinal ligament and anatomy compatible with angioseal closure. Arteriotomy was closed with sterile closure device, angioseal and manual pressure. It was later found the angioseal expired 11/2025.